Event description:
A malfunction occurred with the pump as reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received information from technical support on how to reset the pump, and successfully did so, preventing the malfunction code from recurring. The caller was advised to continue using the pump and instructed to call back if any malfunction code reappears, which the caller acknowledged and understood.